Manufacturer narrative:
A philips field service engineer (fse) went onsite and identified that the customer manually set heart rate (hr) alarm limit to 140 and when heart rate reached above high limit yellow alarm seemed to have a delay around 30-40 seconds before yellow alarm trigger. The fse assisted the customer to set default mx40 heartrate settings alarm limit for high limit as 120. When heartrate reached above high limit as tested yellow alarm triggered immediately. The fse advised the customer to escalate this issue to philips clinical specialist to check and verify with clinical specialist to check the alarm behavior if there was any configuration issue. The fse checked, verified and performed full functionality test for mx40 which was passed. There was no technical issue with the mx40. The cas spoke with the customer and confirmed that the alarm delay symptoms happened to the mx40 device due to the "silence" having a default 3 minute timeout period. If the silence button had been activated, any changes to the new alarm limits would take 3 minutes to take effect causing the alarm delay. Based on the information available and the testing conducted, the cause of the reported problem was due to the "silence" having a default 3 minute timeout period in the device. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported the blood pressure (bp) reaches above 140, but does not alarm in the central monitor. The device was in clinical use, but no adverse event to the patient or user was reported.